Manufacturer narrative:
Concomitant medical products: product ID: 4568-53, product type: lead, implanted: (B)(6)2001 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had possible electromagnetic interference (emi) seen as atrial tachycardia (at)/ atrial fibrillation (af) episodes. The device remains in use. No patient complications have been reported as a result of this event.